Event description:
A 2.5 mm diameter x 30 mm length endeavor mx2 drug-eluting coronary stent delivery sys was inserted in the pt for the treatment of a 90% occluded diffuse lesion located in the mid to proximal rca. The lesion was pre-dilated with a 2.0 mm x 12 mm balloon. The endeavor stent was inserted into the pt and could not cross the mid lesion. The fellow brought the stent halfway back into the guide catheter. The fellow as not able to pull the remainder of the delivery sys back into the guide catheter. While pulling the stent delivery sys into guide, guidewire and guide catheter support were lost. The stent which became deformed during removal attempts, remained on the guidewire in the aorta and was pulled down to the right groin. Four drug eluting stents from another MFR were deployed at the target site. Upon post dilation of the deployed stents, a perforation was suspected. The physician attempted to place a covered stent to repair the dissection and the covered stent dislodged. The covered stent was snared from the pt. The endeavor stent located in right groin was attempted to be retrieved with a snare through the left groin access. At the same time a 0.14 catheter was used to push the stent over the iliac bifurcation. As the physician advanced the snare toward the deep femoral artery, the pt experienced pain in the chest and groin. The physician suspected that the drug eluting stents from another MFR acutely closed down. The pt went for open heart surgery and removal of the endeavor stent from the left groin. No add'l clinical sequelae were reported.

Manufacturer narrative:
Eval results: embolism-device. Do not attempt to pull unexpanded stent back through the guide catheter.